Event description:
Literature was reviewed regarding ¿physician-modified endografts for non-deferrable complex abdominal aortic aneurysm repair using the endurant platform: templates and initial results¿ the time frame of this study was over a three-year period. Endurant ii stent grafts were physician modified and implanted in 18 patients in the treatment of complex abdominal aortic aneurysms. Non-medtronic bridging stents were implanted also. One patient was implanted with heli-fx endoanchors for an unknown reason. These patients were deemed unsuitable for other techniques or custom-made devices. The mean aneurysm diameter was 70 ± 23 mm. Among the patient population the following malfunction occurred: ia endoleak no further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; physician-modified endografts for non-deferrable complex abdominal aortic aneurysm repair using the endurant platform: templates and initial results álvarez marcos f, reyes valdivia a, de blas bravo m, alonso pérez m. Journal of endovascular therapy. 2025 feb 21:15266028251318952. Doi: 10.1177/15266028251318952 no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported o a2: average age o a3a: majority sex date of publish used for incident date in section 2.3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.